Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room with complaints of bright red, watery stools on (B)(6) 2018. The patient stated that the amount of blood seen was significant and had urgency every 1-4 hours. The patient was taking the anticoagulant warfarin at the time of the event. The patient was admitted. Unspecified changes in medication were made. The event was reported as ongoing.

Event description:
Additional information: it was reported that the patient underwent a colonoscopy and was found to have bleeding colonic polyps. During the colonoscopy, 5 mechanical clips were placed to the polyps. The patient had no further bleeding after the clip placement. Date of resolution/discharge was (B)(6) 2018. It was reported that the patient had a history of ulcerative colitis.